Event description:
It has been reported to philips that the wireless footswitch was not connecting. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a planned non-emergency treatment which was completed using a wired footswitch. A philips remote service engineer (rse) inspected the system remotely and identified that the status of the wi-fi (led) indicator on the wireless footswitch was solid red and the color of the battery indicator was green. Rse confirmed the problem with the wireless connection. Intermittently, the wireless connection between the base station and wireless footswitch is lost, and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode, it blocks x-ray switching functions by means of the wireless footswitch. Other options, like the wired footswitch or hand switch, can still be used when available. Philips has initiated a medical device correction (z-2485-2023). The problem was resolved by resetting the battery and rebooting the system. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.